Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea. The cause of peritonitis was reported as due to improper diet. It was not reported if the patient was hospitalized for the event. The patient was treated with oral bifidobacterial triple live bacteria enteric-coated capsules, cephalosporin, and an unspecified drug (intraperitoneal) for the event. At the time of this report, patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in may 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized (unreported date) for the event. Approximately one month after event onset, the patient was discharged from the hospital. It was reported "the peritonitis relapsed a few days after returning home." The doctor reported the previous peritonitis event "had not completely subsided". The patient was treated with an unspecific anti-inflammatory drug (intraperitoneal) for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.